Event description:
The customer reported to the manufacturer that during a procedure, the bullet needle had broken off. The physician found the needle and completed the procedure successfully. There was no adverse outcome to the patient reported.

Manufacturer narrative:
The device was not returned for evaluation. No results are available at this time.